Event description:
The customer reported an issue with the touchscreen of their insulin pump, which was unresponsive and frozen, preventing interaction. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Customer reverted to an alternate method of insulin delivery.